Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 299 mg/dl. Customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level, value was not provided. Customer declined to further troubleshoot with tandem technical support.